Event description:
It was reported by the customer that one week after catheter placement, fluid leakage was detected during maintenance, and after removal of the catheter, an obvious leakage eye was found 1 cm subcutaneously according to the puncture point. Patient did not complete the treatment cycle, so the event was extubated. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a 4f sl powerpicc was returned for evaluation. An initial visual observation of the photograph showed a longitudinal split in the catheter tubing. No details of the split could be discerned. Use residue was seen on the gloves of the physician holding the PICC, and the catheter tubing had been cut a few centimeters past the split. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.